Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt did not use of charge the scs system for several months. The ipg cannot communicate with the external devices due to battery depletion. The pt is without stimulation.